Event description:
The customer used the device to check their blood glucose and obtained a result 486 mg/dl. They dosed 18 units of insulin and then had hypoglycemia about thirty minutes later. Emergency medical techicians were called and they took pt to the hospital without testing their glucose. Pt was given an IV, arteriogram and fluids. Pt is unsure of any other treatment. Level 1 and level 2 glucose controls were in range on the system. The device was replaced and requested to be returned for evaluation.